Event description:
Water container for CPAP humidifier has, over several months, developed a cloudy, hazy colored deposit inside the water container. The container is only used with distilled water and is washed daily and disinfected weekly. Two containers have been affected with the internal deposits. The manufacturer of the humidifier is fisher-paykel healthcare and the manufacturer of the water container used on the humidifier is marquest medical products of (B)(4). There is a question concerning to composition of the internal deposit since the user breathes the air containing this material for several hours each night of use and whether continued use is harmful to the user. Date of use: approximately 2 years. Reason for use: sleep apnea.